Event description:
Patient was intubated by md on [date and time redacted] with a covidien shiley 8.0mm and within 10 minutes it was clear that the cuff was ruptured as it would not maintain pressure and patient had an air leak. Md called to the bedside to re-intubate the patient.